Event description:
The event is reported as: sharp places in material brown and grey "things" on or in tubing. No pt injury reported.

Manufacturer narrative:
The device is available for investigation, but has not been received yet at time of this report. Investigation is ongoing and a follow-up report will be sent when investigation is completed.